Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a left ankle arthroscopy, the q-fix anchor was implanted and deployed after bone tunnel prep with q-fix with needle drill as per surgical technique. After unravelling the sutures and removing the q-fix inserted it was found that the metal outer sheath from the distal tip of the inserter had broken off and embedded in the bone. A bigger skin incision was made to allow better visual for the removal of the foreign bodies from the patient, all pieces of foreign bodies were removed and were confirmed fluoroscopically. Some bone was removed from the tunnel entrance while attempting to remove the broke metal tip of the inserter, while doing so it had dilated the tunnel and the implant piece was pulled out with a tug on the sutures. The procedure was completed with a surgical delay of 5 minutes using a backup twinfix ultra into the original drill hole. No voids were left in the patient. No further complications were reported.